Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No patient information provided as no patient was involved in this concern. Onsite investigation discovered a loose cable connection to the monitor. Tightening the cable connection to the monitor resolved the issue. No further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the navigation system's staff monitor was flickering. There was no patient present when this issue was identified.